Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; d4; g3; h2; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of use (nicked, gouged, surface scratches) and is fractured, not all pieces returned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon inserted the cup and after insertion, he wanted to readjust the angle of the cup so he put the inserter back on. In the process of trying to move the cup a part of the screw broke off and was retained. Piece of screw was small enough that it would not be in the way of inserting the poly. The threads were engaged enough that it wouldn't easily be removed and he did not want to remove the cup and create an issue. Attempts have been made and additional information on the reported event is unavailable at this time.